Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports after opening the package, the nurses tighten the set and connect it to the patient. After the IV was connected and running, the patient noticed the drug leaking through and around the extension set, wetting the patients arm and spilling on the floor. When leakage is noted, the infusion is stopped, the area cleaned, the IV catheter flushed, and the hub retightened and taped over to keep it on tight. A variety of medications have leaked, including chemotherapy medication.